Manufacturer narrative:
Based on the follow-up with the health-care provider, the patient had an aortic valve replacement that was explanted at implant due to a perivalvular leak and regurgitation. Per the operative report, there was te evidence of what appeared to be a perivalvular aortic leak and there was 2+ mitral regurgitation and marked elevation of pulmonary artery pressure. Cardiopulmonary bypass was resumed and again retrograde and antegrade cardioplegia sites were prepped. The aorta was crossclamped and the previous aortotomy incision was reopened and the valve was removed. There was an area in the posterior part of the annulus where there was obvious mal seating of the valve. Even additional debridement of the calcification was done in addition to more endarterectomy of the aorta and the annulus was then rimmed with a total of 16 horizontal mattress sutures passed through the sewing ring of the edwards valve which appeared to seat well. The sutures were tied and cut and the aortotomy at this time was closed to facilitate closure as the tissue was significantly difficult to close. Closure appeared to be successful and cardiopulmonary bypass was again discontinued. There appeared to be the same severe physiology and the pulmonary artery pressure was the as systemic. There was mitral regurgitation and what appeared to be again a perivalvular leak. At this point it was not felt that this was possible to effectively perform the operative surgery in this (B)(6) gentleman. The patient expired, on (B)(6) 2011, on the operating table. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information (e.g. Follow-ups and operative report request) regarding the device and the event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Please note that this patient has a related event, please reference the MDR submitted for serial no. (B)(4); model no.: 3300tfx. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired. Unfortunately, the reason for the implant and the cause of death has not been provided. No other details reported.